Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were 114 events were reported for this quarter. There was 1 device was not available to stryker for evaluation. There were 5 devices were available for evaluation but have not yet been received. There was 108 devices were received for evaluation. There were 108 events were confirmed during testing. There was 108 devices were found to be affected by missing paint chips. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 114 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record.   Product return status 1 device was received for evaluation. 5 devices were not available to stryker for evaluation.      Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 114 </noe> malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.